Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on (B)(6) 2024 regarding an external device the reason for the call was it was taking about 3 days for the controller to respond and start charging the implantable neurostimulator (ins). The issue was periodically. It would say no device found and pt continue trying. It will drain the controller and pt had to charge the controller and try the next day. Then 50% of the time it will stop charging/blinking and pt would have no ability to turn on the controller. Pt had to reset it to turn it back on. Pt was recharging at the time of the call. The issue started probably about 2 months ago intermittently and now it seemed to be more frequently. Pt also noticed when patient had an MRI recently, the handheld device would not locate the device unless pt plugged in the recharger. Sometimes the controller connected and sometimes it did not. A replacement controller was sent out. Per additional information received on (B)(6) 2024, pt called back stating they received replacement controller and it "kind of worked for a couple of days;" however, the issue had not been resolved. Pt added that every time they would plug in the recharger the controller screen would go blank and unresponsive and they would have to reset the controller. Pt stated it took 2 days and they were finally able to charge the implant once. Patient stated yesterday they attempted to charge the implant, and the green light was flashing, and the ins was at 0% and within 10 minutes their back started getting hot and the recharger was warm to the touch. A replacement recharger telemetry module (rtm) was sent out.